Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event ¿no image¿ was observed. A probable cause was determined as due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The instructions, operation manual ¿preparation and inspection: inspection of the endoscopic system¿, chapter 3, section 3.8, identifies the following related verbiage which could have detected the phenomenon: inspection of the endoscopic image: confirm that the wli and nbi endoscopic images are normal. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus the endoeye flex deflectable videoscope image had noise. Upon inspection and testing of the customer returned device, temporary image loss was observed. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The customer's complaint was not confirmed. The temporary image loss was caused by a damaged charge-coupled device unit. In addition, the following non-reportable malfunctions were found during the device evaluation: adhesive on the distal sheath was chipped, venting connector of the light guide connector was loose, adhesive around objective lens was peeled, video connector was cracked, and the light guide cover glass had a scratch. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.